Event description:
Per the clinic, the patient experienced ongoing infection at the implant site (specific date not reported). Subsequently, the patient underwent revision surgery for incision and drainage procedure on (B)(6) 2025. However, the issue could not be resolved. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.